Event description:
It was reported a 6f angio-seal was used to seal an arteriotomy site following percutaneous procedure. The angio-seal deployment was reported as failed. Two weeks later the pt returned to the hospital; an occluded common femoral artery was discovered and the pt required surgical revascularizaton. No components of the device were found during surgery. Injury to the vessel was revealed during surgery; this was considered to be a thrombotic event. The pt was reportedly recovering. In should be noted the event was reported to st. Jude medical sales representative in 02/2005; however, the sales representative did not report this event to the product surveillance department for reporting to the FDA until march 2005.